Manufacturer narrative:
The pump was received with normal operating currents and passed the self-test, unexpected error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. There was no excessive no delivery alarms noted. There was no cosmetic damage noted during physical inspection.

Event description:
The customer reported via phone call of issues with high blood glucose levels and no delivery alarms. The customer's blood glucose level at the time of incident was over 500mg/dl. The customer states they treated with pump. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.